Event description:
It was reported, an implant procedure attempt, the attempted lv lead had high impedance greater than 4000 ohms through the analyzer and greater than 2500 ohms through the device. A new lead was attempted with 669 ohms through analyzer but greater than 2500 ohms through device. Both, the ICD and lead, were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. However, visual analysis noted grommet damage. Evaluation summary (B) (4): device not returned, further investigation is not possible without the return of the device.